Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 208 mg/dl. Customer was trying to give a bolus when the alarm occurred. Customer was assisted with clearing the alarm. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer declined to return the pump to medtronic. No additional info provided.